Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit failed self-test due to cracked lcd glass. Unable to verify software version due to severely missing segments display noted. Unit received with moisture damage was also found on the force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor during visual inspection. The following were noted during visual inspection, cracked battery tube threads, cracked case near belt clip rails, and fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit confirmed with partial display, missing segments due to cracked lcd glass. Unit was confirming for damage at battery tube compartment. Unit confirmed exposure to moisture damage. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on battery tube side, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1880l was requested and the customer response was that the device returned.